Event description:
As reported, bleeding occurred following use of two 6f¿12f mynx control venous vascular closure device (vcd) at left femoral vein access sites (7f and 11f). Avanti+ 7f and 11f sheaths were used. The procedure was an atrial fibrillation pulsed field ablation, and the device deployment was reported as successful with no issues. The patient was noted to have difficult vascular access. Post-procedure, the patient experienced oozing from both left and right femoral vein access sites as well as intravenous sites and was admitted due to continued/ excessive bleeding. The patient was on antiplatelet therapy, and bleeding continued the following morning after stitch removal from a non-cordis vascular closure device site (right femoral vein), requiring additional bedrest prior to discharge. The procedure was performed using a retrograde approach, and the deployer was mynx certified. Vessel suitability was verified on venography, including insertion angle, and vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity, and peripheral vascular disease was noted with difficult access. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and no multiple stick attempts were made. The patient was laying flat in bed when bleeding started. The puncture site was neither above the inferior epigastric artery nor below the bifurcation, and there was no posterior wall puncture. Treatment included hospital admission for overnight observation, manual pressure, application of a hemostatic agent, and extended bedrest. The patient was also bleeding from intravenous sites, and brillinta use was considered a contributing factor. There was no hemodynamic instability reported. The device will not be returned for evaluation as the devices were discarded.

Manufacturer narrative:
As reported, bleeding occurred following use of two 6f¿12f mynx control venous vascular closure device (vcd) at left femoral vein access sites (7f and 11f). Avanti+ 7f and 11f sheaths were used. The procedure was an atrial fibrillation pulsed field ablation, and the device deployment was reported as successful with no issues. The patient was noted to have difficult vascular access. Post-procedure, the patient experienced oozing from both left and right femoral vein access sites as well as intravenous sites and was admitted due to continued/ excessive bleeding. The patient was on antiplatelet therapy, and bleeding continued the following morning after stitch removal from a non-cordis vascular closure device site (right femoral vein), requiring additional bedrest prior to discharge. The procedure was performed using a retrograde approach, and the deployer was mynx certified. Vessel suitability was verified on venography, including insertion angle, and vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity, and peripheral vascular disease (pvd) was noted with difficult access. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and no multiple stick attempts were made. The patient was laying flat in bed when bleeding started. The puncture site was neither above the inferior epigastric artery nor below the bifurcation, and there was no posterior wall puncture. Treatment included hospital admission for overnight observation, manual pressure, application of a hemostatic agent, and extended bedrest. The patient was also bleeding from intravenous sites, and brillinta use was considered a contributing factor. There was no hemodynamic instability reported. The devices were not returned for analysis as they were discarded. For the mynx control venous devices, a product history record (phr) review of lot: f2605504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. However, a phr review could not be conducted for the avanti sheaths as a lot number was not provided. Access site hemorrhages are a common post-procedural complication and are listed in the mynx control venous and avanti instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, the proper placement of the vcd sealant, and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, medications, blood transfusion, or even surgical intervention. Based on the information available for review, access site vessel factors (peripheral vascular disease (pvd) was noted with difficult access) and pharmacological factors (the patient was also bleeding from intravenous sites, and brillinta use was considered a contributing factor) most likely contributed to the bleeding event experienced, especially since it was reported that the devices deployed successfully without issues. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the products labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, during device removal, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ the avanti IFU lists possible complications including air embolism, hematoma, infection, intimal tear, perforation of the vessel wall, and thrombus formation. Although bleeding is not explicitly stated, the reported access-site rebleeding event is considered medically consistent with the vascular/access-site complication profile already described in the labeling. Neither the phr review, nor the available information suggest that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.